Event description:
It was reported that pump displayed cgm error and caller sought assistance. There was no reported impact to the customer¿s blood glucose level. Technical support walked caller through pump reset, error did not recur, and caller was advised to wait 20 minutes before starting new sensor session, which caller understood and acknowledged.